Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 years and 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2005. On (B)(6) 2016, the patient underwent a pump exchange to another lvad due to a driveline infection. The explanted pump was disposed of following the exchange. Additional information was requested; however, none has been provided.

Manufacturer narrative:
The explanted pump was disposed of at the hospital and not returned for evaluation. A correlation between the device and the reported driveline infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.